Event description:
It was reported that when the hand-piece key was inserted into the keyhole, it was difficult to turn it to the 3 o¿clock position and lock, and it was also difficult to remove the hand-piece from the console after that. The surgery was completed with a backup device. There was no patient harm and no delay reported.

Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications.